Event description:
Patient was revised to address poly wear of the tibial insert and loosening of the tibial tray at the cement/implant interface. Competitor cement was used at the time of original implantation. It was stated that the patient has cancer and has been through many chemotherapy treatments.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray confirmed device loosening. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.